Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes due to restrictive lung disease and polio. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death since he was in the bathroom; the caller did not know how long the customer was disconnected from the device prior to death. The customer was not using sensors. Leading up to the customer's death, the customer suffered from major health problems, diabetes, lung problems, polio, and prostate cancer. The caller stated that the customer had been under a lot of stress that caused high blood glucose events. The caller no longer has the customer's insulin pump.